Manufacturer narrative:
(B)(4). Concomitant medical product - unknown oxford femoral component, therapy date - unknown. Concomitant medical product - unknown oxford bearing, therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00171 and 3002806535-2018-00172.

Event description:
It was reported that a patient had a revision due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The revision was due to the femoral component and therefore this event is not reportable for this device.

Event description:
Revision due to loosening of the femoral component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient had a revision due to loosening.